Event description:
A discordant, falsely elevated insulin result was obtained on one pediatric patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated insulin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse cleaned the wash station manifold and ran a water test which resulted as expected. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated insulin result is unknown, as the sample resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.